Event description:
The dentist was performing a dental cleaning with an acclean ultrasonic if 50-30k insert, when the instrument broke in half at the braze joint, causing the dentist's hand to move slightly and inadvertently pierce the floor of the pt's smouth with the tip of the insert. The dentist reported that no medical attention was required and the pt was released after the cleaning.

Manufacturer narrative:
This ultrasonic insert broke at the braze joint, where the upper and lower halves of the instrument are joined together. We concluded that the upper half may not have been prepared properly for solder and contributed to this unusual incident.